Event description:
A customer reported a cartridge alarm 31 during the load process and confirmed having cartridge alarms with consecutive cartridges despite not previously reporting alarms 19, 20, 29, 30, or 31 with the same pump. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Tandem technical support resolved the issue by replacing the pump and provided instructions for returning the problematic pump and using the replacement. The customer was advised to continue using the current pump until the replacement arrived, received guidance on storage mode, and noted steps to take upon receiving the new pump, with a signature required upon delivery.